Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3889-28, lot # v866638, implanted: (B)(6) 2011, product type lead.

Event description:
The health care professional (hcp) via the manufacturers¿ representative (rep) reported that the patient¿s urinary symptoms returned. The patient underwent an office dermatology procedure near the location of the lead and stimulator. There was a possible use of cautery near the lead and battery. On (B)(6) 2016, the implanting physician ran an impedance check and it was within the normal range. The office changed the settings from program 1 to program 4 on the patient¿s controller. She was to contact the office a week after the report to re-evaluate. It was unknown if the issue resolved at the time of report. No surgical intervention occurred, it was unknown if surgical intervention was planned. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.